Event description:
It was reported that following a computed tomography (CT) scan the physician assessed that the deep brain stimulation (dbs) lead had not been positioned optimally. The patient underwent a revision procedure where the lead was explanted and replaced. The patient is doing well post-operatively. The facility retained the lead and it will not be returned for analysis.